Event description:
Customer called to report having a control recovery issue on the coulter lh750 hematology analyzer, and noticed a leak at the lyse reagent delivery tubing during troubleshooting. On the same day, the field service engineer (fse) inspected the instrument and replaced the leaky tubing at pinch valve vl3, then primed the lyse reagent. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. No further issues were reported after these services was performed. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).